Event description:
Device 1 of 2. Reference MFR report #: 1627487-2012-06949. The pt has two scs systems. It was reported the pt stopped receiving stimulation. An impedance check revealed invalid contacts. Fluoroscopy results revealed one of the pt's leads was fractured. The pt will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.